Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "reoccurring cellulitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "reoccurring cellulitis".

Event description:
Patient reported "reoccurring cellulitis in [their] left breast." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: cellulitis: unable to observe since it is a medical event and is not related to the device. Additional observations: white particle observed on the device. Deformation observed on the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted and replaced.